Event description:
Same patient as MFR# 6000089-2007-00852 and 6000089-2007-00851. It was reported that during a coronary drug eluting stenting treatment procedure in-stent restenosis occurred. A 2.75x32mm taxus express2 drug eluting stent was used in the mid left anterior descending (lad) artery. In-stent restenosis was experienced. No additional patient complications were reported. Multiple attempts for additional information have been made; however, no additional information has been received.

Manufacturer narrative:
A unit has not been returned for review therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record for this particular batch # 9040064 shows that the device met its material, assembly and product specifications at the time of its release to distribution.